Manufacturer narrative:
No sample was received by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info was requested, but confirmed to not be available. (B)(4).

Event description:
A customer reported that a dull knife was noted during two separate surgeries. An alternate knife was used to successfully complete each procedure with no impact to the pt. Add'l info was requested, but confirmed to not be available. This is the second of two reports for this facility.